Event description:
During an unrelated procedure, there was insulation damage noted on the right ventricular (rv) lead. The rv lead was explanted and replaced and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in two pieces. Visual examination found external abrasion breaching the right ventricular cable lumen with intact cable coating found proximal to suture sleeve tie impression. The cause of the reported event was due to the external insulation abrasion which is consistent with friction to the device can. The reported event of insulation anomaly was confirmed.